Manufacturer narrative:
The event of death is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports having been diagnosed with cancer of the small intestine. Senior safety scientist from (B)(6) reported death of the patient. Follow up findings revealed that death was due to malignant neoplasm of the small intestine. Follow up is pending concerning the causality for the event of cancer ending in death.